Event description:
It was reported that oversensing was noted. The lead was explanted when repositioning was unsuccessful. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : the damage found was sustained during the surgical procedure. The lead was otherwise normal.